Event description:
It was reported that ¿stimulation of the nerves performed by this product was not properly delivered (not enough/appropriate stim level) thus it was not possible to use it to locate, identifying and mapping the facial nerve and his branches¿2 devices of this package were affected by this issue.¿ there was no injury reported as a result of the event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(6). (B)(4). The devices were not returned for evaluation. Method ¿ no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.